Event description:
A malfunction was reported on the customer's pump, identified by the code malf 16-0x20e6. There was no adverse impact on the customer¿s blood glucose level. Technical support confirmed that the customer's pump was included in a field correction and arranged to send a replacement pump with updated software. The customer was advised on the necessary steps for using the replacement pump and instructed on returning the faulty pump. The customer chose to use mdi as a backup therapy to ensure insulin delivery was not interrupted.